Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had an error as well as received multiple battery out limit alarm. The customer¿s blood glucose level was 192 mg/dl. The customer states changed the battery 3 times and is getting battery out limit. The customer states the pump alarmed after battery change. Troubleshooting was performed for battery out limit. The insulin pump will not be returned for analysis.